Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-lead fixation; upn: m365sc43180; model: sc-4318; batch: 22890125.

Event description:
It was reported that the spinal cord stimulation (scs) patient was experiencing pain. The physician assessed that the device was exhibiting high impedances. The patient underwent a whole system revision procedure where the full system was explanted and replaced. Additional information was received that the patient is doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12000. Model: sc-1200. Serial: (B)(6). Batch: 362868. Product family: scs-linear leads. Upn: unk. Model: unk. Serial: unk. Batch: unk.

Event description:
It was reported that the spinal cord stimulation (scs) patient was experiencing pain. The physician assessed that the device was exhibiting high impedances. The patient underwent a whole system revision procedure where the full system was explanted and replaced.